Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker system stated that their remote communicator displayed a red call doctor icon. Technical services (ts) was consulted, and the patient was referred to their clinic for a potential change with the implanted device. Additional information was received that this system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead resulting in a lead safety switch. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this pacemaker system stated that their remote communicator displayed a red call doctor icon. Technical services (ts) was consulted, and the patient was referred to their clinic for a potential change with the implanted device. Additional information was received that this system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead resulting in a lead safety switch. No adverse patient effects were reported. At this time, this device system remains in service.